Event description:
Event description guidant received information that during an implantation procedure, this endocardial lead was unable to achieve bipolar sensing, pacing or impedance values through the analyzer. When testing was performed through the device, unipolar pacing was achieved but impedance measurements were over 3000 ohms. This lead was replaced with another guidant product.